Manufacturer narrative:
Additional products: heartware ventricular assist system ¿outflow graft model #: 1125 / catalog #: 1125 / expiration date: 23-july-2023 / lot#: 17409353-1286. UDI #: (B)(4). Device available for evaluation: yes, return date: 01-september-2020 device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 01-july-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during routine transplant the patients flow decreased and stayed low until the pump was turned off. A large pump outlet thrombus and a clot formation within the outflow graft was found. It was noted that the patient had no symptoms from the thrombus. The pump was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This supplemental is being submitted for completed analysis and investigation. Product event summary: the vad and associated outflow graft were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported low flow event was confirmed via available log file report which revealed a decrease in power consumption and estimated flows on (B)(6) 2020 to parameters below the normal operating range and 12 low flow alarms recorded since on (B)(6) 2020. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Failure analysis of the returned outflow graft revealed that the device passed visual examination. Internal pathological report revealed no evidence of thrombus within the returned devices; however, visual evidence provided by the site revealed evidence of thrombus within the pump and outflow graft. As a result, the reported thrombus and outflow graft obstruction events were confirmed. Information received from the site indicated that during routine transplant the patient experienced a large pump thrombus and a clot formation within the outflow graft was observed. The patient did not present any symptoms. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the available information and risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula and/or outflow graft. Per the instructions for use, thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: outflow graft 17409353-1286 h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d10, d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.